Manufacturer narrative:
The correct notify date for the previous report was november 15, 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97754 serial# (B)(6) product type recharger; product ID 37791 product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called back re-reporting information previously documented in this case. Pt said they used to recharge once a week for about 45 minutes and now they recharge every wednesday and saturday for at least an hour (pt said if they only recharge once a week it takes them about 3 hours to recharge). Pt said this had been going on for about 6 months now and their rep told them it was due to their ins getting older. Pt said they had not had any therapy changes before they noticed they were recharging more frequently (pt said ins was on a lower strength). Pt said they met with a rep about two weeks ago who pulled pt charging stats and pt said they didn't mention much about the results besides that "it takes time". Pt said they've had all of their equipment replaced at least once and it appears to be an ins issue. The rep reported that with the new recharger patient still has to charge twice a week. Where before he would only have to charge once a week. The rep reported that every week the patient would charge his ins to full and it would take 1 hour to get it to full. Now when he charges once a week it takes 3 hours to get it to full charge. Thus, the battery was depleting faster. He mentioned he has not made any changes in intensity, or rate, or pw that would cause it to deplete faster.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt said that they normally charge their implant every week on saturday. Pt said last week, they forgot so it was eight days in between charges, and it took them two and a half hours to charge. Yesterday when they charged, it took them two hours and 50 minutes. Pt said they usually can charge in 45 minutes to 1 hour and 10 minutes. Pt said that they are seeing all the black lines across, so they know it is charging fully. Pt confirmed they have never had their implant restarted. An email was sent to the repair department to replace the recharger antenna. Additional information was received from the patient. Pt called back re-reporting issues documented in this case. Pt stated when they charged the ins on saturday, it took them 3 hours to recharge, when it normally takes them 45m - 1h to recharge. Pt confirmed that they are able to get good coupling when they charge the ins, and if the coupling boxes drop to 6, they are able to reposition the recharger antenna and get 8 coupling boxes again. Pt indicated they are charging the ins when the ins is nearly depleted, they have had no falls or traumas, the recharger (insr) hasn't gotten wet or been damaged, and they have not had any previous programming done on the ins. A replacement insr was sent to the patient. The patient reported that about a month prior to the report ((B)(6) 2021), they noticed their recharger was taking longer to charge the implanted neurostimulator (ins). They explained that typically they would charge in 45 minutes, but since about a month or so ago charging was taking about 3 hours. The patient did receive a replacement recharger, but they hadn't used it yet since they only charge once per week. They were planning on charging the ins with the new recharger on (B)(6) 2021 and would call the manufacturer if the issue wasn't resolved when using the replacement recharger. The rep reported that the ins was starting to deplete faster than it had before however within their report they further explained that it was usually taking the patient about 1 hour to charge the ins after 7 days of use, but now it was taking about 3 hours to charge, which doesn't align with the report that the ins was deple ting "faster". The rep stated the patient was going to try the new recharger to see if the issue resolves. The rep reported the cause was unknown at this time. Additional information was reported. Pt called back re-reporting information previously documented in this case. Pt said that the insr was not very good. Pt said it was still taking them 3 hours and 46 minutes to recharge and they had been having this issue for a little over a month. Pt said their recharge antenna and insr had both been replaced without the issue being resolved (pt said insr was replaced last week). Patient was directed to their hcp/rep for further in person troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.